Manufacturer narrative:
This report is submitted on jun 6, 2023.

Event description:
Per the clinic, the patient experienced an mrsa infection at the implant site that was treated with IV, oral and topical antibiotics. The infection did not resolve so the device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 13, 2023.